Event description:
A hosp in another country, reported that there was a tear in the evaqua tubing of an rt340 adult breathing circuit. This was noted during setup. No pt consequence was reported.

Manufacturer narrative:
The product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The returned device was visually inspected for holes in the evaqua tubing. The evaqua expiratory tubing consists of a breathable film bonded around a plastic spiral wire that provides structural support. An opening was observed between the spiral wire and the breathable film. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all breathing circuits are pressure tested during production and those that fail are rejected. The breathable film separated from the spiral wire post production. It is likely that this occurred due to weak bond between the breathable film and the spiral wire. Our monitoring and trending for leaks on adult evaqua breathing circuits worldwide the last year to the end of 2008, has a rate of occurrence of 0.0061%.